Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration.

Event description:
Healthcare professional reported left side rupture, shape change, "breast implants are dissolved and absorbed into the surrounding tissues causing deformation", mass formed that is thought to be caused by absorption of substances into the lymph nodes and surrounding tissues of the armpit believed to require removal and biopsy". The device has been explanted.

Event description:
Healthcare professional reported left side rupture, shape change, "breast implants are dissolved and absorbed into the surrounding tissues causing deformation", mass formed that is thought to be caused by absorption of substances into the lymph nodes and surrounding tissues of the armpit... Believed to require removal and biopsy". The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, lymphadenopathy, lump/nodule, and silicone migration, was received on jan 08, 2021 with lot number 2275672. Visual analysis of the returned device identified: black particles on the shell, underweight, and broken shell and others. A microscopic analysis was performed which identified: one broken sharp on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the radius assessed as unidentified (tear) opening.